Event description:
A report was received that the patient was having a non-healing wound near the midline incision site. The physician believed that the non-healing wound was not device or procedure related. Ciprofloxacin antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.